Event description:
It was reported that during service and repair pre-testing, it was discovered that the motorl device had an oil leak at the swivel. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service however did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device. The reported condition was confirmed. It was determined that this was caused by the seal inside the swivel going bad over time. The assignable root cause was determined to be due to misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.